Event description:
Additional information has been provided by the physician. Pre-operative information was not provided, however from one day post-op three months post-op the patient's uncorrected visual acuity went from 20/200 to 20/25-1 in the right eye and from 20/100 to 20/40 in the left eye. Patient records from one day post-op to 6.5 months post-op were provided. Throughout this post-operative period, this patient experienced double vision, blurry vision and ghosting. Mrse (manifest refraction spherical equivalent) was .25 diopters in the right eye and 1.75 diopters in the left eye at 10 days post-op. At 4 months post-op, mrse in the right eye was 2.25 diopters and left eye was 3.13. In addition, the last post-op exam provided shows an over correction in the right eye of 2.75 diopters from the 10 day post-op exam and an over correction of 1.75 diopters in the left eye. Custom prk is not an approved indication for this device and the patient exhibited an atypical healing response.

Event description:
A letter was received from a consumer alleging that prior to prk surgery; he was a myope, now he is a hyperope with ghosting, glare, and starbursts and has an increase in higher order aberrations that cannot be corrected. He is also alleging that the device was performing in an `erratic manner and producing unacceptably results'. Based on the information provided in the consumer's letter, he visited three consulting surgeons. Two of these surgeons noted the irregularities in the corneas as well as the higher order aberrations (coma, trefoil and spherical aberration). They also indicated these aberrations were causing the ghosting, glare and starburst symptoms. These two surgeons strongly advised against further surgery due to the remaining thickness of the corneas. The third consulting surgeon recommended an additional conventional prk treatment.